Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 521 mg/dl, which was treated using the insulin pump. The customer discarded the reservoir and infusion set. He reported that the alarm had been resolved by a complete set change, declining to return the supplies. He was able to use the new infusion set and reservoir to prime successfully.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.